Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that upon review at routine follow-up this pacemaker was found to have stored episodes of noise on both lead channels exhibiting only brief instances of pacing inhibition. Isometric exercises were performed without evidence of noise. Suspecting interference with the minute ventilation (mv) sensor the physician elected to reprogram device settings including turning off the mv sensor. Boston scientific technical services (ts) reviewed device data noting intermittent high out-of-range pace impedances though the affected lead could not be determined. Several episodes inappropriate pacemaker mediated tachycardia (pmt) were observed as a result of a fast sinus rhythm at the maximum tracking rate (mtr); ts suggested increasing the mtr to avoid inappropriate episodes. Ts discussed additional considerations for system evaluation upon the patient's next follow-up. The patient was reported not to be pacemaker dependent and no adverse effects were reported. This system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient was seen one week later at which time no new episodes were found recorded to the device. Additionally, noise could not be produced with isometric testing. The physician will continue monitoring the patient at this time.